Manufacturer narrative:
This complaint is a supplemental to 9610816-2025-000445 due to incorrect registration number used. A biomedical equipment technician (bet) evaluated the confirmed the multicasting feature was not working properly. The customer pc and device was rebooted to resolve the issue. The device was operational after reboot was completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating the alarming patients are not popping up on monitors in individual patient rooms. The device was in use at the time of the event. No adverse event occurred.